Manufacturer narrative:
No further follow up possible from the user so the malfunction could not be confirmed.

Event description:
On (B)(6) 2019, senseonics was made aware of an adverse event where the user experienced a hyperglycemia event.